Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. Early in the morning at 3:30 am, the tandem pump did not gave an alert. The cgm reading was 55 mg/dl and there was no bg taken. The patient experienced unspecified hypoglycemic symptoms. The patient´s spouse called 911 when the paramedics arrived they took a bg reading which was 23 mg/dl. The patient was treated by the paramedics with IV fluids and there was no other treatment documented. The paramedics stayed in the patient´s house for an hour until the bg reading was 100 mg/dl. At the time of the report the patient was okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.